Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code 5, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset procedure, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.